Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: supplier ¿ (B)(4)/ inspected, packaged and released by: monument release to warehouse date: 10-apr-2018, part number: 314.743, drive shaft-minimum 520mm length-for use with ria, lot number: h427160 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) tool and die dated 30-mar-2018 was reviewed and determined to be conforming. Note: certificate of compliance identifies raw material type(s) used but does not provide additional conformance / test reports for specific raw materials. Inspection sheet, incoming final inspection, 314if741 rev p met all inspection acceptance criteria. Packaging label log lppf rev h was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history batch null, device history review 16-dec-2019: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during an orthopedic procedure of femoral nail placement, the reamer irrigator aspirator (ria) drive shaft broke at the shaft/reamer head interface during reaming of a femoral shaft. Flexible reamers were already open and available. Surgeon proceeded to use flexible reamers in lieu of ria and the procedure was successfully completed. Fragments were generated and they were removed easily without additional intervention. Surgeon was confident that no metal from ria shaft remained in the patient.there was no surgical delay. There was no patient consequence. Concomitant device reported: unknown reamers: reamer head (part# unknown, lot# unknown, quantity# 1), ria tube assembly (part# unknown, lot# unknown, quantity# 1) this complaint involves one (1) device. Investigation flow: damage. Visual inspection: the drive shaft-minimum 520mm length-for use with ria (part # 314.743, lot # h427160) was received at us cq with the distal tip of the device broken. No fragments were returned. No other issues were identified. This received condition is consistent with the reported complaint condition thus confirming the complaint. Document/specification review: drawing(s) were reviewed: (current & manufactured revisions). Conclusion: the complaint was confirmed for the drive shaft-minimum 520mm length-for use with ria as the distal tip of the device was broken. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in USA as follows: it was reported that on (B)(6) 2019, during a femoral nail placement procedure, the reamer irrigator aspirator (ria) drive shaft broke at the shaft/reamer head interface during reaming of a femoral shaft. Surgeon proceeded to use an available flexible reamers in lieu of ria and the procedure was successfully completed. Generated fragments were removed easily without additional intervention. There was no surgical delay. There was no patient consequence. Concomitant devices: unknown reamers: reamer head (part# unknown, lot# unknown, quantity# 1), ria tube assembly (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).